Manufacturer narrative:
MFR received date: 25 feb 2020. Touch screen was received for evaluation. Verified customer complaint of touch screen out of specification. Noted resistances out of tolerance. Root cause failure determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
The customer reported that the reaction to panel button operation was poor and calibration was unable to be performed normally since misalignment in the coordinate was significant. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported problem. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The fse performed each alarm test, each mode test, oxygen test, flow line cleaning, ground terminal cleaning, each part check, run in tests, loss of power test and software version. The unit was checked overall and run in tests. No abnormality was confirmed.